Manufacturer narrative:
Beckman coulter (bec) customer technical support troubleshooted the instrument with the customer. Cts instructed the customer to zap apertures and clean baths, but the issue was not resolved. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse noted there were platelet (plt) background failures as well as wbc voteouts. The fse also noted the wbc bath electrode was wrinkled against the wall of the bath; the wbc bath and all check valves to the wbc bath were replaced. In addition, the fse replaced the lyse check valve, vacuum regulator, vacuum filter, and all red-striped silicone tubing for the vacuum pump. Air was coming from the waste line into the vacuum isolator chamber (vic) so the silicone tubing in all biochemical valves were replaced. (B)(4).

Event description:
The customer reported a coulter act diff 2 analyzer generated white blood cell (wbc) voteouts for quality control (qc) samples. There were no erroneous patient results generated and there was no impact to patient treatment in connection with this event.